Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Device analysis: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified striated broken and opening on anterior and missing shell. Based on the device analysis the final assessment is a striated opening and broken on anterior due to surgical damage consist in the use of some surgical tool and missing shell due to inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.